Manufacturer narrative:
Report confirmed. Evaluation noted that the tool cut through the footed portion of the attachment. The tool was evaluated and determined that it was within specification. On follow-up, it was noted that the patient is recovering nicely. The user manual contains the following warning ''the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff.''

Event description:
It was reported that sales representative "f2/8ta23 punctured through the dura matter into the brain using the footed attachment af02." On follow-up, it was noted that the patient is recovering nicely.